Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: fse visited the customer account to address the reported event. During servicing, fse confirmed the reported event by reviewing quality control (qc) at calibration tapes. Fse evaluated and found new tubing at the waste valve that was kinked and thereby restricting flow. Fse cut the tubing and rerouted the tubing. Fse then ran qc for e2 and passed. However, when the customer tried recalibrating other assays, they found that the calibration rates had poor precision. During further evaluation, fse found the syringe pump for sampling had binded with the new tip that was installed. Fse replaced the dispense syringe pump. Fse ran calibration on two assays and quality control (qc) with results: biorad controls lot #40320 for estradiol (e2) l1=225.4 (range 175-283), l2=421.3 (range 415-553), l3=1059 (range 825-1137). All calibration and qc passed within range. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages- if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. List of flags indicates: nc: no result was obtained because there was no calibration curve for the item or lot. Alternatively, the concentration could not be calculated because the calibration curve has expired 60 days ago or earlier. In these cases, create a calibration curve and recalculate to obtain a result. The most probable cause of the failure to calibrate was due to the dispense syringe tip binding causing imprecision in calibration.

Event description:
A customer reported that all quality control (qc) was out of range on the aia-360 instrument. The customer reported that a periodic maintenance (pm) was performed on the instrument the day before but all the qc was out of range while running that day. The customer tried to calibrate but the results could not be accepted. They also tried to calibrate multiple assays but they all failed. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2), luteinizing hormoneii (lhi), and progesterone (progii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.